Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis aortic extender component was sent to gore for analysis. The engineering evaluation showed that the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.

Event description:
No notable resistance was reported during advancement or withdrawal of the graft. Reportedly, there was nothing about the patient&#38112;anatomy that caused or contributed to the olive separation.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The contralateral leg component was reportedly advanced on a cook lunderquist ¿ guidewire with no issue and was successfully deployed. It was reported that when the delivery catheter was removed from the patient, the proximal olive had completely separated from the delivery catheter and remained on the guidewire. It was reported that the proximal olive and guidewire were snared and removed from the patient. The procedure was concluded with no further reported issues and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was sent to gore for analysis. Further information will be provided.